Event description:
It was reported that after successful stent implantation the accunet recovery 2 catheter could not be advanced over the guide wire. The recovery 1 catheter was used to retrieve the accunet filter basket with no problems.